Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako tka case @ (B)(6) hospital completed by dr (B)(6)- rotation of femur was incorrect. Implant positioning was not matching CT, specifically, the trial femur was too internally rotated from surgeons assessment. Surgeon decided to recut in more external rotation and cement balanced to a sound outcome. According to the surgeon, the posterior condyle resected thickness did not match the planned resection depth (i.e. Resected less than planned), further prompting the concern of a mal-alignment. All checkpoints passed, operative side matched CT, CT landmarks were reviewed and accepted.

Event description:
Mako tka case @ (B)(6) hospital completed by dr. (B)(6)- rotation of femur was incorrect. Implant positioning was not matching CT, specifically, the trial femur was too internally rotated from surgeons assessment. Surgeon decided to recut in more external rotation and cement balanced to a sound outcome. According to the surgeon, the posterior condyle resected thickness did not match the planned resection depth (i.e. Resected less than planned), further prompting the concern of a mal-alignment. All checkpoints passed, operative side matched CT, CT landmarks were reviewed and accepted.

Manufacturer narrative:
Reported event: an event regarding software error involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: review of the log/session files has not been completed as the session files were not made available for evaluation. Both crisis logs and session files are required to investigate a system/software complaint. If the files are received by stryker then the complaint will be reopened and log/session files reviewed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n (B)(4), robot number: (B)(4) shows 0 similar complaints for tka software - software error. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the patient session file data and archive files are needed to complete the investigation for determining root cause. Crisis logs have been received by the complaints team but both crisis logs and session files are required to investigate a system/software complaint. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.